Event description:
Prongs for ram cannula kept coming out of nose of patient. Upon examination, the prongs looked short and the thought was someone must have cut them. We then looked at some cannulas still in the package, and they were also abnormally short.